Event description:
The customer contact indicated the event was the result of an operator error in programming the device. In 2004, the pump was programmed to deliver 800mg of 5fu at a rate of 576ml/hr with a volume to be infused (vtbi) of 96ml and the delivery was started. At an unspecified time, the nurse increased the vtbi to 1076ml and the delivery was continued at the previously programmed rate of 576ml/hr instead of the intended rate of "24.45ml/hr." The pt reportedly received 4800mg of 5fu in 112 minutes instead of the intended duration of 44 hours. The device was removed from clinical service. On the following day the pt's ECG was "ok", and the "general state ok." The pt was "allowed to go back home." Subsequently, the pt was readmitted 8 days later for "mouth infection, diarrhea, and vomiting. Rehydration was put in place immediately." On the morning of the 2nd day, the pt reportedly went into respiratory distress, with a heart rate of 150 beats/min, a "blood pressure of 5," became febrile, and was transferred to the intensive care unit. On the following day at an unspecified time, the pt developed disseminated intravascular coagulation and expired. The cause of death was unspecified. Though requested, no additional info was provided.